Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through review of the event history logs. This complaint is an ancillary service event. The cause was an unexpected high ultrafiltration (uf) reading compared to other therapies. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 16:37:31. During night drain cycle two, the patient's ultrafiltration reading was 244ml, indicating the home patient (hp) drained 244ml more than their maximum programmed fill volume of 200ml. No additional information is available.